Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operatively, one offset taper trial adapter was cross threaded into the 48.5x17 humeral head trial and sheared off. All pieces were collected. Second offset trial adapter threads were cracked upon post op inspection. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the event occurred post-op, one offset taper trial adapter was cross threaded into 48.5x17 humeral head trial and sheared off, all pcs collected for return. Second offset trial adapter threads are cracked upon post op inspection. No patient involvement. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of cross threaded at the offset taper adapter trial however, the device was broken on the bottom of the device. The fragment was returned for evaluation. The observed breakage of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional and dimensional test were unable to be performed since it was not applicable to the complaint condition due to the damage found. The overall complaint was confirmed as the observed condition of the offset taper adapter trial would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.